Event description:
It was reported the customer was hospitalized with high blood glucose and troubleshooting could not be performed as customer was using the perfusor and not the insulin pump at time of call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device had broken belt clip slot, cracked reservoir tube lip and scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.